Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to verify prime alarm due to motor error alarms. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It is reported that the customer had high blood glucose levels of 270 mg/dl. The customer reported not having any supplies for manual insulin injections. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin squirted out of the insulin pump during the manual prime process. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump was flush. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.